Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis of the left colon in a laparoscopic hand assist left colon resection, the handle was fully squeezed, and donuts were complete, but there were incomplete ¿b¿ shaped staples and anastomosis was visually incomplete. The surgeon re-applied the device, used a new one and performed the air test. The event resulted in a surgical extension to an hour and 30 minutes and unanticipated tissue loss since the surgeon had to re-address by mobilizing more proximal bowel re-anastomosis. It was also stated that the patient had an extended hospitalization and fecal spillage warranting post-operative antibiotics administered. Additionally, the patient also will be undergoing post ileostomy to have the issue corrected.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four photos of a devices. Unformed staples are observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.